Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 5 and 31(motor vent stall), during the load sequence. Customer's blood glucose level was 335 mg/dl. Reportedly, the customer had injections as back up insulin therapy.